Event description:
Attorney reported: in 2007--the pt underwent surgery for repair of a ventral hernia. A bard ventralex medium circle hernia patch mesh was implanted to repair the hernia defect. In 2008--the pt's condition worsened progressively on the same day, the pt presented to the hospital due to chronic mesh infection and a large abscess overlying the mesh. Surgery was immediately necessary and the pt underwent surgery for removal of the bard ventralex hernia patch. The pt has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.